Manufacturer narrative:
Correction to health effect code: health effects code f29 (death not related to the adverse event) was inadvertently selected in the original submission due to an administrative/data entry error. It was confirmed that no patient death occurred, and there was no fatal outcome associated with this event.

Event description:
It was reported that an ilet user experienced an occlusion alarm with an elevated blood glucose of 279 mg/dl after changing infusion supplies and a contact detach at the infusion site. Customer agent support guided the user through verifying insulin flow, performing a fill-tubing-only procedure, and correcting the pump¿s date and time settings, and advised changing the infusion site if occlusions recur. Additional assistance was provided that included guided troubleshooting to confirm proper insulin delivery through the tubing and review of device configuration settings. Investigation of this case revealed that insulin delivery was functional after fill-tubing verification, suggesting a transient flow interruption related to the infusion site or setup rather than a persistent pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.